Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter email: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the holder detaches from the needle while changing bottles during venipuncture. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the holder detaches from the needle while changing bottles during venipuncture. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-march- 26th h.6 investigation summary material #: 368609 lot/batch #: 3163529. Bd received 4 shelf cartons of samples for investigation. Twenty (20) of the samples were chosen at random and evaluated by visual examination and functional testing and the indicated failure mode for hub-collar separation with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to hub-collar separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.